Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-sep-2023. H6: investigation summary: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, the plunger rod is observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2302031. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that bd plastipak¿ syringes's plunger was broken. The following was received by the initial reporter: on opening the sachet of a 50cc luer syringe, the syringe is damaged, the plunger is broken and twisted, a piece of the syringe is missing, not found in the sachet.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes's plunger was broken. The following was received by the initial reporter: on opening the sachet of a 50cc luer syringe, the syringe is damaged, the plunger is broken and twisted, a piece of the syringe is missing, not found in the sachet.